Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain/discomfort at the ipg site following a fall. As such, on (B)(6) 2021 the ipg was relocated to a more comfortable position addressing the issue.